Manufacturer narrative:
Additional information provided in h.6., and h.10. Corrected information found in b.5, b.6, d.11 evaluation summary: the customer indicated the use of a qualified cartridge and handpiece. The customer also indicated the use of a non-qualified viscoelastic. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage.

Event description:
Patient satisfied with the surgery result, the marking did not affect the central optical zone of the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported "a mark on the optical zone" of the implanted intraocular lens (iol). The surgeon does not believe the mark occurred during assembly or during implantation. Patient harm was not reported. The surgeon declined to provide additional information for the reported event.